Event description:
A male c/o shortnes of breath with wheezing noted. Vitals assessed, pulse ox 78%, o2 non rebreather @15lpm, blood glucose assessed @246, IV started, EKG assessed, pt moved to ambulance with continued treatment per protocol. CPAP applied enroute to hospital with success and change in saturation noted 5-8 mins into the 15 minute transport, the oxygen flow stopped from the CPAP system. O2 tank was confirmed over 500 lbs, mask/tubing set changed with no change. No leakage of oxygen noted by paramedic. Pt arrived hospital in respiratory arrest.